Event description:
It was reported that four months after implant the patient developed bacteremia. The implantable pulse generator (ipg) and leads were explanted. The patient received intravenous (IV) antibiotics until blood cultures clear then a new pacing system implant will be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01 ipg: (B)(6) 2014. (B)(4).